Manufacturer narrative:
Mentor received additional event information that the patient only underwent surgical intervention for scar revision on (B)(6) 2020, where left-sided implant rupture was discovered due to implant material flowing out. The doctor discontinued the procedure and completed the surgery, and the patient did not receive implant replacement at that time. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. Block d6b ¿ explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation with 270cc smooth mentor memorygel breast implant experienced postoperative left-sided implant rupture. The patient was undergoing a breast lift surgery when left-sided implant rupture was discovered. As a result, the patient underwent replacement with unspecified breast implant on (B)(6) 2020.